Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/15/2021. H.6. Investigation: our quality engineer inspected the sample and video submitted for evaluation. Bd received one used unit and one video. Initial visual inspection of the returned sample did not find any damage to the unit. The unit was tested for leakage in both the actuated and unactuated positions but no leakage was observed. Upon microscopic inspection, two column tears were found. The observed damage is known to cause leakage; therefore, the reported defect was confirmed. Damage to the septum may occur at multiple stages throughout the manufacturing process or during clinical application. This type of defect can occur during manufacturing due to misalignment or a damaged part. Quality inspections are performed at regular intervals to mitigate the risk from this type of defect. In the user environment, excessive actuations, actuations at a wrong angle, or extraneous force may also result in tearing of the septum wall. As the device had been opened and used, bd was unable to determine which scenario was more likely. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd q-syte¿ luer access split-septum stand-alone device there was leakage at the top of the septum. The following information was provided by the initial reporter and translated to english. The customer stated: "during catheter maintenance there was a leak in the gel plug joint."

Event description:
It was reported when using the bd q-syte¿ luer access split-septum stand-alone device there was leakage at the top of the septum. The following information was provided by the initial reporter and translated to english. The customer stated: "during catheter maintenance there was a leak in the gel plug joint."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.